Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 121 "call tech support". No additional patient or event information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no observations were found related to the customer complaint. The receiver data log was downloaded and reviewed. The log review indicates the errors and "screen error alarms" were not in range of -7/+7 days to incident. The reported complaint was not confirmed. A root cause cannot be determined. Additionally, the usb cable being used with the receiver was returned on 09/23/2016. A visual inspection was performed and found no issues with the usb cable.